Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient thought they needed to adjust their settings and requested assistance to use their equipment. The patient said after they got the stimulator they never noticed having dry pads but, there was improvement.  The patient confirmed it was 50% improvement. The agent worked with the patient to synch, and the patient reported seeing: "end of service (eos) therapy has stopped, replace the internal device to continue therapy."  The agent reviewed eos information and redirected the patient to their doctor. The patient said they thought the battery was good for 5 or 10 years. The agent reviewed usage, setting, and longevity information. The patient said in june of 2025 they had increased to 7.5.  They were redirected to their doctor. The patient reported other medical information. The patient said they had surgery on their foot in november. The patient also said they had a bladder infection and went to a different, closer doctor who gave them some cream and recommended exercises to help strengthen their pelvic floor. They were redirected to their doctor.

Event description:
Additional information was received from the patient. They reported that they were not going to use the device. Too much was involved in changing the battery. They were using therapy to help with their incontinence.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on 2026-apr-14. They reported that it was unknown whether the cause of the eos message was due to normal battery depletion. They reported there were no steps that were or would be taken resolve the issue. The patient didn't want another surgery to replace the battery. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.